Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). No actions can be taken at this time since a root cause was not identified. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had an issue with one of the bard foleys in their neuro intensive care unit (ICU) in which the foley bag ripped open during patient hygiene. Per follow up via email on 04mar2025, it was reported that there was an incident report entered for this situation at their facility. Foley bag busted around seam during patient care. Foley placed on (B)(6) 2025 and foley removed due to damage on (B)(6) 2025 urine cx 1/10/2025 ¿ ngtd.